Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The pump will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically in the axillary/subclavian artery in a 44-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted as an escalation of therapy from an impella 5.5. It was reported that there was a purge fluid leak. There was no visible damage to the reservoir. De-airing was performed but did not resolve the issue. There was no noted interruption of flow or support for the patient. After eight days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella will be reported for the early device removal; however, the removal was performed with no consequence to the patient.